Manufacturer narrative:
Philips service replaced the hdd, reinstalled the software, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system boot failure due to hdd issue on a allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.